Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an alert noted due to noise on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was noted to be dislodged. The noise was observed due to the rv lead dislodgement. The lead was explanted and replaced and the patient was stable with no consequences.